Manufacturer narrative:
Concomitant medical products: 459888, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the device did not record/capture ventricular fibrillation (vf) episodes. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the device did not record episodes due to memory capacity as the patient had a high number of treated ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes on that day.